Event description:
Visited local mobile blood drive as I do every 2-ish months for a long time. Ab+ so I let them once again hook me up to an alyx apheresis machine (I do not have model number info etc). Extraction of my blood went fine, but on first cycle returning the un-needed component the arm in use became uncomfortable, first at the injection site then over the whole arm. This was shortly revealed to be significant swelling (edema?), and after no more than 5 minutes additional symptoms of nausea and general body discomfort and sweating occurred. Staff disconnected and bandaged me, laid me down, applied cooling systems, and let me rest until I felt well enough to go home. Swelling and discomfort slowly alleviated over next 10 hours, around which time bruising appeared on the inboard side of the arm, above and below the elbow.